Event description:
A malfunction alarm was reported, identified as malf 12, but it did not adversely affect the customer¿s blood glucose level. Initially, the customer had not reset the pump, so technical support provided information and later assisted in resetting it. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the issue happened again, which they acknowledged.